Event description:
Boston scientific received information that this transvenous right atrial lead did exhibit loss of capture at the most recent routine follow up visit. Lead pace impedance was noted as greater than 2500 ohms in both the unipolar and bipolar configurations. Attempts to reprogram for capture were unsuccessful.

Manufacturer narrative:
This lead was surgically abandoned. There were no adverse patient effects beyond the necessity of the unplanned surgical intervention. No further information is expected.